Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: corrected d9, corrected h6 component codes, additional codes added to h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The balloon burst was unable to be confirmed due to unavailability of the returned device nor applicable imagery. It is possible that one or more patient/procedural factors identified in the technical summary (calcification, over-inflation) may have been present and contributed to the complaint event. However, due to insufficient information, a definitive root cause is unable to be determined. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. While the prescribed nominal inflation volume is provided in the IFU, it is possible that extra inflation volume was used (over-inflation), subjecting the balloon to pressures high enough to cause the balloon to burst. The separation of the balloon was unable to be confirmed. Available information suggests procedural factors (withdrawal of balloon burst, device manipulation) likely contributed to the event as the balloon was detached from the delivery system after several attempts to withdraw the balloon. Additional pull force/excessive device manipulation could have been applied to overcome the withdrawal difficulty which then led to the reported separation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported from germany by our edwards lifesciences affiliate, during implant of a 26mm sapien 3 ultra valve, the certitude delivery system balloon burst. The delivery system was unable to be withdrawn back into the certitude sheath. After several attempts at withdrawal, the delivery system balloon broke from the system. Additional details have not been provided.

Manufacturer narrative:
Investigation is ongoing.